Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a lateral study patient called to the on call coordinator that they were experiencing power switching with the controller; it was alternating back and forth between battery sources. The on-call coordinator instructed patient on some troubleshooting first: attempted to change out batteries with no fix, then changed to ac power and per patient report occurrence still happened. The patient ultimately exchanged the controller. There were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. (B)(4) participated in these events. (B)(4) did not have the smr upgrade at the time of these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Log file analysis also revealed a controller fault alarm of type sys_uic_aps_fail on (B)(6) 2016. Controller faults of type aps_fail are suspected to be related to a leaky diode on the automatic power switch (aps) circuit. This alarm occurred while ps2 was the active power source. Heartware has opened an internal investigation to evaluate leaking diodes on the aps circuit. This observation is not related to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.